Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure, performed on (B)(6) 2012. According to the complainant, the first five bands were successfully deployed. Reportedly, when the physician made an attempt to deploy the sixth band; the last two bands released at the same time. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the irrigation tubing, handle assembly, trip wire and suture were returned for evaluation with no visible residue. The bsc ligator head and bands were not returned. However, a ligator head was returned from an unknown manufacturer. The handle slot did present evidence that an attempt was made to cinch the tripwire. The suture was found to be intact and attached to the trip wire loop. In addition, the irrigation tubing was found to be cut in two at approximately 1 cm from the female luer. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device could not be verified due to the bsc ligator head and bands not being returned. A physical examination of the returned suture, trip wire and handle assembly found no issues. Therefore, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure, performed on (B)(6) 2012. According to the complainant, the first five bands were successfully deployed. Reportedly, when the physician made an attempt to deploy the sixth band; the last two bands released at the same time. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.